Event description:
Further follow-up revealed that there was no trauma that caused or contributed to the infection. The physician's office indicated that the infection was a result of surgery. No additional relevant information was provided.

Event description:
It was reported that a vns patient underwent generator explant due to an infection and that the lead was left implanted. Attempts to obtain additional relevant information have been unsuccessful to date.